Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient via a manufacturer representative reported that they had a loss of therapy. The patient was only feeling stimulation in their ribs and some in their back but they were getting some relief. They asked a manufacturer to look at their implantable neurostimulator (ins). An impedance check showed electrodes 2, 4, 5, and every electrode 8 through 15 with impedances over 10,000 ohms. They were able to reprogram around the one lead and get coverage in the right side of the patient¿s back but the other lead was not producing anything. It was noted that at an appointment on (B)(6) 2016 the patient was getting good coverage and did not need any adjustments. The cause of the high impedances was unknown. The issue was not resolved at the time of the report. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The patient was implanted for chronic low back pain, radiculopathy, and spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on may 5th 2016 stating that the patient was being hospitalized and needed a thoracic spine scan. The scan and hospitalization may be related to the device, and they only had an order for magnetic resonance imaging (MRI) and did not have any other information. The patient and their spouse reported later that day stating that the leads were not working and needed to be replaced. They were scheduled to be replaced on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. New information suggests that hospitalization had not occurred. Thus, hospitalization no longer applies in section , but there was still a required intervention conducted.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that they were not admitted to any hospital.